Event description:
It was reported that a patient had neck pain six weeks after mobi-c surgery. X rays revealed that the implant was fish mouthing anteriorly. A revision surgery was performed to switch to fusion.

Manufacturer narrative:
Corrected information: a1, a2 (age), b1, b2, b5, b6, b7, d1, d2 (common device name), e1, e2, e3, g3, h3. Additional information: d4 (UDI number), g5 (PMA/510k), h6 (results and conclusion codes). The implant was not returned. However, an x-ray was provided. The implant was confirmed to be fish mouthing anteriorly. The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The product will not be returned for evaluation per hospital's risk policy. Therefore, no product evaluation could be performed. Attempts have been made to collect additional information concerning the reported event without responses yet. Investigation is still in progress. Conclusion is not yet available.

Event description:
Mobi-c p&f us: revision due to pain and migration. A sales representative reported that patient came in about 6 weeks post op complaining of neck pain. The patient got a lateral x-ray where it could clearly be seen the implant fish mouthing anteriorly. The initial surgery was performed on (B)(6)2018 and the revision date was on (B)(6) 2019, revised to (B)(4). The patient claimed that there was not a trauma. Attempts have been made to collect additional information concerning the reported event without responses yet.